Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blackout and flickering image issue due to an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of abnormal image. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, image flickering and image blackout was found. There was no patient involvement.